Manufacturer narrative:
A device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years of post deployment, a x-ray pelvis 1-2 views showed the filter in place, projected to the right of l3-l4. On (B)(6) 2015, the patient presented with abdominal pain. A computed tomography abdomen with contrast showed the filter in the infrarenal inferior vena cava. Ten days later, an x-ray abdomen 1 view showed the filter at the l2-l3 level. Four years and four months later, the patient with abdominal pain underwent a computed tomography abdomen without contrast scan. An inferior vena cava filter was noted with tip approximately 1 cm below the right renal vein. The filter was slightly tilted towards the right by approximately 10 degrees. There was no appreciable fracture of the struts. Most of the struts protruded beyond the inferior vena cava by approximately 3-5 mm. There was one struts anterior medially was estimated to protrude 7mm and was immediately adjacent but not proximal to right common iliac artery. Therefore, the investigation is confirmed for filter migration and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient, the reason for deployment was not known. Approximately fourteen years post filter deployment, it was alleged that the filter migrated, struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.